Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, two (2) tubes had poor barrier separation after centrifugation. There was no report of impact to the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples, but one (1) photo was provided for investigation. Evaluation of the photo indicated unused tubes in the case box, and the indicated failure mode for poor barrier separation with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination for all gel defects, and no issues were observed relating to poor barrier separation as all samples met specifications. Complaints for sample quality are under statistical control for the month of july 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of poor barrier separation based on the photo analysis and the retains. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, two (2) tubes had poor barrier separation after centrifugation. There was no report of impact to the patient or user.